Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that once the insulin gauge reaches a fill estimate of 120 units, the pump suspends insulin delivery. Reportedly, the issue occurred with multiple cartridges, and the customer did not observe insulin exit from the end of the infusion set tubing. At the time of the reported event, the insulin gauge displayed 185 units and the pump was functioning as intended. Blood glucose level was 237 mg/dl.